Manufacturer narrative:
One infusion pump received for evaluation. Visual inspection found the tamper seal intact, crack on top case by front left bottom corner and visible contamination. The device's event history log was reviewed and primary audible alarm bgtnd was found. Methods used to replicate the reported problem was power up/self test and performed infusion/occlusion test. The reported problem was not duplicated during the audio test of the speaker. The cause is unknown. Repairs done: performed preventive maintenance and updated the software to version 1.6.5. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm. No patient injury reported.